Event description:
It was reported that the patient¿s pump had been alarming and it ¿seems to go off all the time.¿ it was unclear when the alarm started, but the reporter heard the alarm a lot more in the past 24 hours. The reporter was unsure if the alarm was a non-critical or critical alarm. On the printout, the low reservoir alarm date was 2015-(B)(6). The patient had been in and out of the hospital due to other issues regarding cirrhosis of the liver and the patient had been having ¿rathopapy or whatever you call it conditions the last two months.¿ the patient had been in and out of the hospital for the past 2 months and had just been released the day prior to the report. The patient was currently in between pain management physicians because no one could refill the patient¿s pump with the compound that was in it. The patient¿s former physician could no longer refill the pump because the physician had to go on medical leave. The patient was referred to another physician but the patient could not see this physician for another week. The patient was currently waiting for an appointment. The patient wanted to know if the pump could be harming the patient because it was empty and not doing anything. Patient outcome was unknown at the time of the report. The device system had delivered dilaudid and prialt; however, the reporter stated ¿this might be a little different because they tried to extend the life of the medicine in there.¿ the patient currently had no medications in the pump. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. (B)(4).